Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the carotid artery. An emboshield nav 6 embolic protection device (epd) filter wire was used to advance the filter distal to the target lesion. An unspecified stent was implanted in the target lesion. The nav 6 filter was withdrawn using the retrieval catheter and resistance was noted with the newly implanted stent. Reportedly the filter was seen, via fluoroscopy, going out with the system. However, the filter was not found at the operation table. Minor surgery was performed in order to explant the stent as it was suspected that the filter may have been stuck in the stent. However, the stent was removed and the filter still could not be found despite several brain and neck angiograms. According to the physician, the filter probably fell on the floor after it was removed out of the patient. Thus, the physician is sure that the filter did not remain in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove.